Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "error 1871". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed error 1871. The motor was activated and the device went into error 1871. The motor was replaced.

Event description:
It was reported that a cadd® cadd-legacy 1 pump alarmed error 1871. There was no report of patient injury or patient involvement.